Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the right m2 segment. Two passes with the retriever were performed and reperfusion with a thrombolysis in cerebral infarction (tici) score of 3 was obtained. Immediately after the procedure, subarachnoid hemorrhage was observed in the treated area. No treatment was performed; however, the patient recovered the following day without any sequelae. The patient later died at another hospital during the 90 day follow up period. The exact date and cause of death are unknown. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the right m2 segment. Two passes with the retriever were performed and reperfusion with a thrombolysis in cerebral infarction (tici) score of 3 was obtained. Immediately after the procedure, subarachnoid hemorrhage was observed in the treated area. No treatment was performed; however, the patient recovered the following day without any sequelae. The patient later died at another hospital during the 90 day follow up period. The exact date and cause of death are unknown. No further information is available.